Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the bending section rubber was stretched and perforated. There was a leakage at the bending section rubber. The pin that was not glued to the bending tube was found at the same location where the leakage from the bending section rubber occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the unglued metal pin was sticking out of the bent section and perforated the bending section rubber. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the following information, it is possible that the cable support pin of the bending tube protruded from the bending section rubber because the bending tube was damaged by the user performing an operation that exerted excessive force on the bending section. -according to the inspection result of the device provided by olympus france, the cable support pin of the bending tube was disconnected. -according to the instruction manual, the bending section may be damaged by angulation with excessive force to the opposite direction from the bending direction. -in the past similar cases, the cable support pin protruded from the bending section rubber because the bending tube was damaged by the user's manipulation of the bending section with excessive force. -according to CAPA-aizu 149-18, bending tube may be broken by ¿user angulated device forcibly to the opposite direction while the distal end was bent and fixed inside kidney calyx.¿ the instruction manual provides performing a leakage test on the endoscope after after each precleaning procedure, and following these instructions will allow the user to properly detect the reported event. In addition, the instruction manual provides precautions regarding the handling of the insertion tube, and by following these instructions, the user can reduce or prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.